Event description:
Above component was implanted in 1998 to convert a hemi-to a total hip. Pain and instability brought pt back for revision in 2001. Poly was broken and excessive wear. It was noted at this time that poly was thought to have an excessive shelf life.